Event description:
During an angioplasty procedure, the balloon was placed distal to the stent site in a diagonal branch of the left anterior desecnding coronary artery. Upon inflation, the balloon burst at 20 atm. Attempts to withdraw the balloon past the stent were not successful. The catheter was drawn back until the balloon broke off. The balloon was surgically removed.